Event description:
Reference number (B)(4). Event occurred in spain. On (B)(6) 2024, the patient wife reported that the patient had gone to physician for the evaluation of a nodule in the abdominal area that after swimming in the pool. The patient was prescribed with oral antibiotic. No further information available.